Event description:
The manufacturer received information alleging a ds2adv auto CPAP "service required". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center,error codes were recorded in the device event log. In addition, ui panel scratched, burned pca was observed. The device was not repaired and scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.